Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in one piece for analysis. External insulation abrasion was noted at 9.0 cm to 9.4 cm from the connector pin consistent with friction to the device. The reported event was isolated to the abrasion. All other damages found are consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead had noise. The whole system was explanted and replaced along with the rv lead; the right atrial lead was not tied down on suture sleeve and the physician wanted to change the system to MRI compatible. The patient was stable after the procedure.